Manufacturer narrative:
Date of event is estimated. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. The allegation is against 2 of 3 cervical drg leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 90cm, model: mn10450-90a, UDI: (B)(4), serial: (B)(6); batch:6813185.

Event description:
It was reported that the patient was experiencing ineffective therapy with their drg system. Diagnostics indicated high impedances on two of the cervical drg leads. As a result, surgical intervention took place on (B)(6) 2025, wherein the impeded leads were explanted and replaced to address the issue. It is unknown which leads caused the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.